Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during preparation of the 5.5x80mm supera self expanding stent system (sess) the tip was observed to be separated. The sess was not used and another unspecified supera was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during unpackaging/stylet removal and/or during preparation for use resulted in the reported tip separation/noted inner member separation. The noted shaft damages 5mm distal to the strain relief (kinked, torn) likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.